Event description:
It was reported the device displayed the elective replacement indicator when being interrogated prior to implant. When interrogated again, the elective replacement indicator was not displayed. The device was implanted and is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.